Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that she removed the device to take a shower, and when she came out, the button error alarm occurred. Blood glucose level was 123 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.